Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning occurred, and the right ventricular (rv) lead exhibited high/undefined impedances on the rv and superior vena cava (svc) coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 57.5 cm and the right ventricular defibrillation coil was fractured at 56 cm form the connector pin. If information is provided in the future, a supplemental report will be issued.